Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 the patient underwent a port placement procedure suing MRI powerport isp. One day later, it was noticed that the system was malfunctioning. On (B)(6) 2025, the disconnection of the port chamber and port catheter was diagnosed radiographically. The port catheter was completely dislocated intravascularly. The intravascular port catheter was then retrieved via the inguinal vein using a lasso and the pre pectoral port chamber was then explanted. The patient then received a new port system. When inspecting the port catheter, a short longitudinal tear at the connection point was noticed.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a catheter in two segments were received for evaluation. A distal catheter segment was returned and measured approximately 24.4cm in length. A split was noted on the proximal end of the distal catheter segment. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is unconfirmed for the reported disconnection as no catheter disconnection was noted upon sample evaluation. The investigation is inconclusive for the reported migration issue as the exact circumstance at the time of the reported event was unknown. A definitive root cause for the could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 the patient underwent a port placement procedure suing MRI powerport isp. One day later, it was noticed that the system was malfunctioning. On (B)(6) 2025, the disconnection of the port chamber and port catheter was diagnosed radiographically. The port catheter was completely dislocated intravascularly. The intravascular port catheter was then retrieved via the inguinal vein using a lasso and the pre pectoral port chamber was then explanted. The patient then received a new port system. When inspecting the port catheter, a short longitudinal tear at the connection point was noticed.